Event description:
Pt dislocated hip, revision surgery found constraining ring broken. Note: pt had dislocated previously and closed reduction was performed at different facility by different surgeon.